Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the tampon was missing the string. She was unable to remove the tampon from her vagina. She was feeling discomfort and intended to seek medical attention for removal of the tampon.